Event description:
Pt was issued a basic rollator of access point medical through first choice medical supply. In 2007, the wheels on the walker malfunctioned causing pt to fall incurring multiple injuries.

Manufacturer narrative:
If product is returned or additional info is received, we will submit an updated MDR report at that time.